Event description:
It was reported that .. "Under progress observation of xia surgery, it was found that the rod was broken and several screws were loosening. The revision surgery was performed on (B)(6) 2013, the loose screw was replaced and re-fixed. "

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device inspection; complaint history review; risk assessment; material analysis. Results: the xia 3 titanium rod breakage was visually confirmed to be fractured. No lot information has been received, so no review of the manufacturing record could be performed. A material analysis was done and it was concluded that the rod breakage was due to fatigue. The implant cannot replicate the flexibility, strength, reliability or durability of normal healthy bone and can break or become damaged as a result of strenuous activity or trauma. The stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. Additionally, the most probable factor that caused the rod to break was prolonged loading over time, which allowed the material to fatigue and eventually lead to fracture. Conclusion: a material analysis was done and concluded that the rod breakage was due to fatigue. The root cause of this event is likely due to patient and/or surgical technique related factors; however, the exact root cause cannot be determined at this time.

Event description:
It was reported that .. "Under progress observation of xia surgery, it was found that the rod was broken and several screws were loosening. The revision surgery was performed on (B)(6) 2013, the loose screw was replaced and re-fixed. "